Event description:
It was reported that during a ptca procedure, the shaft of the balloon catheter broke inside the guide catheter. The entire system was removed without incident. No patient injuries or complications occurred.